Event description:
It was reported that, during ukr case, when trying to make the pegs on the femur the holes became invisible (bone colored red on screen when the doctor came with the handpiece nearby the bone. Recovered by drilling blind. The surgery was delayed, but its length is unknown. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the navio surgical system was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system: surgical technique for total knee arthroplasty was reviewed and it has figures and steps outlined to manipulate the orientation of femur. Additionally, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. The navio surgical system logs were returned for evaluation and an initial visual inspection confirmed the reported problem. Review of the screenshots indicated that the model turned red because the camera saw that the tip of the bur appeared to be (according to the handpiece tracker) much deeper than the bone. Likely causes for the model turning red are the drill coming loose, which changes the position of the bur, the bur being changed physically but not in the software, the handpiece tracker coming loose on the handpiece, or the femur/tibia tracker moving during cutting. The reporter could confirm that the physical bur was not changed, but could not confirm or deny the other possibilities. Therefore, while it is most likely that the drill came loose in the handpiece, handpiece tracker came loose, or a femur/tibia tracker moved during cutting. Since we were not present at the time of the case, we cannot confirm or deny this. All of the possibilities would change where the actual bone is in relation to where the system would think the bone is, therefore appearing on the system as an overcut. The root cause of this issue was determined to be insufficient operator training.